Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Functional testing was undertaken and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High-powered visual inspection revealed a breach in the battery insulator, which allowed contact (i.e., a short condition) between the battery case and device case. The compromised integrity of the battery insulator was confirmed to be the cause of the reported clinical observations.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital in bradycardia, with a heart rate of 30 bpm. The device was interrogated and the pacing threshold measurements were high at 5.0v in unipolar, resulting in loss of capture. When the configuration was changed to bipolar, there was visible stimulation in the device pocket. The device was disconnected from the leads and the leads were tested, with normal parameters observed. As no lead issue was found, a new pacemaker was connected and was functioning as expected. It was noted that the explanted device appeared to have a pacing issue related to the evoked response and automatic capture features, and was not able to perform a threshold test properly. Additionally, engineering review of the available data noted an unexpected increase in power consumption in august, suggesting the device encountered a hardware issue. No additional adverse patient effects were reported. No asystole occurred as the patient had an escape rhythm. The explanted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital in (B)(6), with a heart rate of 30 bpm. The device was interrogated and the pacing threshold measurements were high at 5.0v in unipolar, resulting in loss of capture. When the configuration was changed to bipolar, there was visible stimulation in the device pocket. The device was disconnected from the leads and the leads were tested, with normal parameters observed. As no lead issue was found, a new pacemaker was connected and was functioning as expected. It was noted that the explanted device appeared to have a pacing issue related to the evoked response and automatic capture features, and was not able to perform a threshold test properly. Additionally, engineering review of the available data noted an unexpected increase in power consumption in august, suggesting the device encountered a hardware issue. No additional adverse patient effects were reported. No asystole occurred as the patient had an escape rhythm. The explanted device was expected to be returned for analysis.